Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed unexpected restart and external ram crc error. The customer¿s blood glucose level was 126 mg/dl at the time of the incident. The customer¿s other blood glucose level was 190 mg/dl and 99 mg/dl. Troubleshooting was performed. The customer was able to clear the alarm and rewind the insulin pump. Issue was not resolved by troubleshooting as the unexpected restart alarm was recurring during normal use of insulin pump. The insulin pump also had beep anomaly as the insulin pump was making loud and long beeping noise until the customer took out the battery from the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.